Event description:
It was reported that a vns patient was referred for full revision due to battery depletion and a suspected lead fracture after high impedance was identified. Additional relevant information has not been received to-date. No known surgery has occurred to-date.